Manufacturer narrative:
A hardware check by performance testing was completed. The investigation is ongoing.

Event description:
The initial reporter received questionable altp results for two patients tested on a cobas 6000 c (501) module and two cobas c 503 analytical units. It was reported the initial altp results from a cobas c 503 analytical unit serial number (B)(4) were reported outside the laboratory. The customer performed additional testing with the samples on a cobas 6000 c (501) module and a different cobas c 503 analytical unit. The serial numbers of the cobas 6000 c (501) module and the different cobas c 503 analytical unit were requested but not provided. Sample identifier (B)(6) had an initial altp result of 15.5 u/l on a c 503 analytical unit. The patient's repeat altp results were 23.8 u/l on a c 501 module and 19.3 u/l on a c 503 analytical unit. Sample identifier (B)(6) had an initial altp result of 12.3 u/l on a c 503 analytical unit. The patient's repeat altp results were 20.2 u/l on a c 501 module and 15.2 u/l on a c 503 analytical unit. The altp reagent lot number on the c 503 analytical units was 615083 and the expiration date was requested but not provided. The altp reagent lot number on the c 501 module was 586412 with an expiration date requested but not provided. This MDR is for the c 503 analytical units. Refer to the medwatch with patient identifier (B)(6) for the c 501 module.

Manufacturer narrative:
The calibration trace and qc data provided were acceptable. The investigation found that the customer does not centrifuge samples according to tube manufacturer instructions. It was also found that the cell wash and sample probe were not properly adjusted after initial installation. The root cause was found to be consistent with insufficient sample centrifugation speed and instrumentation adjustments. The investigation did not identify a product problem.